Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d10,e1(initial reporter),g3,g6,h2,h6(type of investigation, investigation findings, impact code, conclusion),h11. A getinge field service engineer (fse) was unable to duplicate the failure. Just to be sure, cleaned and reconnected the connector (display side) related to the screen display. Operation confirmed as good. After each operation, operation was confirmed based on the inspection record sheet and it was confirmed that the equipment was currently in good working order.

Event description:
It was reported that the cardiosave intra aortic balloon pump's (iabp) display color turned green. No patient involved.

Event description:
It was reported that the cardiosave intra aortic balloon pump's (iabp) display color turned green. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit: e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.